Manufacturer narrative:
(B)(6). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
The patient is male and (B)(6), had acroanesthesia for about 10 years. The patient accepted bone graft fusion internal fixation at affiliated (B)(6) on (B)(6) 2014. There was no abnormality during procedure. On (B)(6) 2015 the patient returned to hospital for check. The report indicated that one screw was broken. Now the patient has no discomforts. The revision surgery won't be performed. The lot number of device is unknown and it can not be returned because it still implanted.